Event description:
The customer stated, he tested his blood glucose and rec'd a reading of 107 mg/dl. He retested and rec'd a reading of 400 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The test strips are to be returned for eval, and replacement strips will be sent.